Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed using this equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.